Event description:
It was reported that the patient presented for device change-out due to eol. Increased impedance and high capture threshold were noted. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.